Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking from the infusion site (abdomen), when removed the pod's cannula was found to be dislodged. As treatment, a new pod was applied.